Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain during intercourse due to the pump sitting too high in the scrotum. In addition, it was also reported the device was difficult to use due to the pump placement. A revision surgery was performed to explant and replace the pump placing it in a lower position within the scrotum. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.